Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pt said that the very slow, even with the water test. Said he had to push on the wick bottom to get suction said suction is very slow, even with water test. It's unclear if lot number was requested. Used with male wicks. Unclear if medical intervention was provided. No additional information provided.